Event description:
Customer reported that the drive support cap is protruded and he received an alarm during prime. Blood glucose value was 401 mg/dl; customer would be treating after troubleshoot. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose flush drive support disk. The insulin pump has cracked battery tube threads, minor scratched lcd window and loose end cap sticker.